Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement spinous process tall clamp shipped to site 08/02/2016. No parts have been received by manufacturer for analysis. On 08/24/2016 a medtronic representative, following-up at the site, reported the clamp screw is worn away from use. No further issues have been reported.

Event description:
A site representative reported that the site's spine clamp was broken, in particular, the screw is worn away from use. The site operating room (or) staff realized the problem while cleaning the material. No further details regarding the damage were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect spinous process tall clamp finds that as reported, the retainer ring has been pulled from the tip of the adjustment screw and is missing. Also, several of the clamp teeth are damaged as well as the clamp face. The reported issue was confirmed to be caused by physical damage to the clamp.